Manufacturer narrative:
The customer did not return the product for evaluation and there was no further information provided by this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A check of the batch production record for this lot was performed and confirmed the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy procedure the regulator was not dispensing the gas. Completed the procedure by using silicone oil instead of gas. There was no harm to the patient.